Manufacturer narrative:
The insulin pump passed displacement and self tests; however, during current measurement, the pump responded with an "insert battery" error message while the battery simulator was placed inside the battery compartment. This is because there is corrosion inside the battery compartment, unable to perform the sleep current measurement and active current measurement tests due to the bad connection with the battery compartment. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not accept new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.